Event description:
The patient reported that one of their wires is "rusted and has a short in it." The patient's right atrial (ra) lead exhibited non capture and no sensing. The patient experienced shortness of breath. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071, implantable pacing lead, (B)(6) 2007; 5024m, implantable pacing lead, (B)(6) 2000; 3093 x 2, interstim urinary mgu lead, (B)(6) 2011; 3058 x 2, interstim urinary mgu implantable pulse generator (ipg), (B)(6) 2011; 3037 x 2, neuro programmer. (B)(4).